Manufacturer narrative:
Reasonably suggest device malfunction with severity of harm of s3. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "burns, blisters." The cause of the consumer receiving burns and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burns/ blisters [burns second degree] , applied the thermacare patch directly on the skin/ just as they had been using it before [device use error]. Case narrative:this is a spontaneous report from a contactable consumer reporting for his wife. A 72-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot # ar5205, expiration date mar2022, on (B)(6) 2019 for pain. The patient's medical history was not reported. Concomitant medication included metamizole magnesium (nolotil), unspecified pills for "hta," and unspecified pills for blood sugar. The patient had previously used thermacare (many units on unspecified dates) and nothing had ever happened to her. The patient was burned on (B)(6) 2019 while using a lumbar thermacare. The first patch used caused the burns. The burns were described as "when one burns with hot water" and blisters. They had applied the thermacare patch directly on the skin in the morning, just as they had been using it before (other thermacare boxes). The events were treated with betadine and an ointment to treat burns. On the afternoon of (B)(6) 2019, the patient saw the doctor. According to the reporter, the doctor who saw them did not want to give them a report because the events clearly happened because of the patch, that it would be in poor condition or "we would have thrown more substances than we should." The patient had to go to the health center every day to get burn cures. It had not improved with the ointment and the betadine. The action taken with thermacare in response to the event was not reported. The outcome of the burns was not recovered, the remaining event outcome was not reported the reporter insisted that the unit was defective, and he wanted an investigation. The reporter commented that it could possibly be an incident in the manufacture of the product. The color of the box was red. The patient did not do exercise while using the product. The reporter did not want to return the affected unit for analysis because they did not want to run out of evidence to report. The reporter asked to cover all expenses and to compensate them for damages. Later, the pharmacist confirmed the patient's complaint and threats. Per the product quality complaint group: reasonably suggest device malfunction with severity of harm of s3. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "burns, blisters." The cause of the consumer receiving burns and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (11dec2019, 12dec2019, 16dec2019): new information reported from a contactable pharmacist includes event being medically confirmed, and from product quality complaint group includes information on malfunction and ranking for severity of harm. Follow-up (13dec2019): new information received from product quality complaint group includes: assessment summary. Follow-up (18dec2019): new information received from product quality complaint group includes: investigation results., comment: based on the information provided, the events burns second degree and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Reasonably suggest device malfunction with severity of harm of s3. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "burns, blisters." The cause of the consumer receiving burns and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burns/ blisters [burns second degree] , applied the thermacare patch directly on the skin [device use error]. Case narrative:this is a spontaneous report from a contactable consumer reporting for his wife. A 72-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot # ar5205, expiration date mar2022, on (B)(6)2019 for pain. The patient's medical history included blood sugar abnormal. Concomitant medication included metamizole magnesium (nolotil), unspecified pills for "hta," and unspecified pills for blood sugar. The patient had previously used thermacare (many units on unspecified dates) and nothing had ever happened to her. The patient was burned on (B)(6)2019 while using a lumbar thermacare. The first patch used caused the burns. The burns were described as "when one burns with hot water" and blisters. They had applied the thermacare patch directly on the skin in the morning, just as they had been using it before (other thermacare boxes). The events were treated with betadine and an ointment to treat burns. On the afternoon of (B)(6)2019, the patient saw the doctor. According to the reporter, the doctor who saw them did not want to give them a report because the events clearly happened because of the patch, that it would be in poor condition or "we would have thrown more substances than we should." The patient had to go to the health center every day to get burn cures. It had not improved with the ointment and the betadine. The action taken with thermacare in response to the event was not reported. The outcome of the burns/ blisters was not recovered, the remaining event outcome was not reported. The reporter insisted that the unit was defective, and he wanted an investigation. The reporter commented that it could possibly be an incident in the manufacture of the product. The color of the box was red. The patient did not do exercise while using the product. The reporter did not want to return the affected unit for analysis because they did not want to run out of evidence to report. The reporter asked to cover all expenses and to compensate them for damages. Later, the pharmacist confirmed the patient's complaint and threats. Per the product quality complaint group: reasonably suggest device malfunction with severity of harm of s3. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "burns, blisters." The cause of the consumer receiving burns and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (11dec2019, 12dec2019, 16dec2019): new information reported from a contactable pharmacist includes event being medically confirmed, and from product quality complaint group includes information on malfunction and ranking for severity of harm. Follow-up (13dec2019): new information received from product quality complaint group includes: assessment summary. Follow-up (18dec2019): new information received from product quality complaint group includes: investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: medical history added. Follow-up (13feb2020): follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events burns second degree and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burns/ blisters [burns second degree] , applied the thermacare patch directly on the skin/ just as they had been using it before [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for his wife. A 72-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot # ar5205, expiration date mar2022, on 01dec2019 for pain. The patient's medical history was not reported. Concomitant medication included metamizole magnesium (nolotil), unspecified pills for "hta," and unspecified pills for blood sugar. The patient had previously used thermacare (many units on unspecified dates) and nothing had ever happened to her. The patient was burned on 01dec2019 while using a lumbar thermacare. The first patch used caused the burns. The burns were described as "when one burns with hot water" and blisters. They had applied the thermacare patch directly on the skin in the morning, just as they had been using it before (other thermacare boxes). The events were treated with betadine and an ointment to treat burns. On the afternoon of 03dec2019, the patient saw the doctor. According to the reporter, the doctor who saw them did not want to give them a report because the events clearly happened because of the patch, that it would be in poor condition or "we would have thrown more substances than we should." The patient had to go to the health center every day to get burn cures. It had not improved with the ointment and the betadine. The action taken with thermacare in response to the event was not reported. The outcome of the event was not recovered. The reporter insisted that the unit was defective, and he wanted an investigation. The reporter commented that it could possibly be an incident in the manufacture of the product. The color of the box was red. The patient did not do exercise while using the product. The reporter did not want to return the affected unit for analysis because they did not want to run out of evidence to report. The reporter asked to cover all expenses and to compensate them for damages. Later, the pharmacist confirmed the patient's complaint and threats. Following assessment was provided by product quality complaint group: reasonably suggest device malfunction with severity of harm of s3. A summary investigation was performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient sustained a burn injury with blisters after product use. Medical intervention was required to treat the injury. Additional information has been requested and will be provided as it becomes available. Follow-up (11dec2019, 12dec2019, 16dec2019): new information reported from a contactable pharmacist includes event being medically confirmed, and from product quality complaint group includes information on malfunction and ranking for severity of harm. Follow-up (13dec2019): new information received from product quality complaint group includes: assessment summary. Based on the information provided, the events burns second degree and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. , comment: based on the information provided, the events burns second degree and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Burns/ blisters [burns second degree], applied the thermacare patch directly on the skin/ just as they had been using it before [device use error]. Case narrative:this is a spontaneous report from a contactable consumer reporting for his wife. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot # ar5205, exp. Mar2022, on (B)(6) 2019 for pain. The patient's medical history was not specified. Concomitant medication included metamizole magnesium (nolotil [metamizole magnesium]), unspecified pills for "hta," and unspecified pills for blood sugar. The patient was burned on (B)(6) 2019 while using a lumbar thermacare. The first patch used caused the burns. The burns were described as "when one burns with hot water" and blisters. They had applied the thermacare patch directly on the skin in the morning, just as they had been using it before (other thermacare boxes). The patient had previously used thermacare (many units on unspecified dates) and nothing had ever happened to her. The events were treated with betadine and an ointment to treat burns. On the afternoon of (B)(6) 2019, the patient saw the doctor. According to the reporter, the doctor who saw them did not want to give them a report because the events clearly happened because of the patch, that it would be in poor condition or "we would have thrown more substances than we should." The patient had to go to the health center every day to get burn cures. It had not improved with the ointment and the betadine. The action taken with thermacare in response to the event was not reported. The outcome of the event was not recovered. The reporter insisted that the unit was defective, and he wanted an investigation. The reporter commented that it could possibly be an incident in the manufacture of the product. The color of the box was red. The patient did not do exercise while using the product. The reporter did not want to return the affected unit for analysis because they did not want to run out of evidence to report. The reporter asked to cover all expenses and to compensate them for damages. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events burns second degree and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events burns second degree and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burns/ blisters [burns second degree] , applied the thermacare patch directly on the skin/ just as they had been using it before [device use error]. Case narrative:this is a spontaneous report from a contactable consumer reporting for his wife. A 72-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot # ar5205, expiration date mar2022, on (B)(6) 2019 for pain. The patient's medical history was not reported. Concomitant medication included metamizole magnesium (nolotil), unspecified pills for "hta," and unspecified pills for blood sugar. The patient had previously used thermacare (many units on unspecified dates) and nothing had ever happened to her. The patient was burned on (B)(6) 2019 while using a lumbar thermacare. The first patch used caused the burns. The burns were described as "when one burns with hot water" and blisters. They had applied the thermacare patch directly on the skin in the morning, just as they had been using it before (other thermacare boxes). The events were treated with betadine and an ointment to treat burns. On the afternoon of (B)(6) 2019, the patient saw the doctor. According to the reporter, the doctor who saw them did not want to give them a report because the events clearly happened because of the patch, that it would be in poor condition or "we would have thrown more substances than we should." The patient had to go to the health center every day to get burn cures. It had not improved with the ointment and the betadine. The action taken with thermacare in response to the event was not reported. The outcome of the event was not recovered. The reporter insisted that the unit was defective, and he wanted an investigation. The reporter commented that it could possibly be an incident in the manufacture of the product. The color of the box was red. The patient did not do exercise while using the product. The reporter did not want to return the affected unit for analysis because they did not want to run out of evidence to report. The reporter asked to cover all expenses and to compensate them for damages. Later, the pharmacist confirmed the patient's complaint and threats. Following information provided by product quality complaint group: reasonably suggest device malfunction with severity of harm of s3. Additional information has been requested and will be provided as it becomes available. Follow-up (11dec2019, 12dec2019, 16dec2019): new information reported from a contactable pharmacist includes event being medically confirmed, and from product quality complaint group includes information on malfunction and ranking for severity of harm. Company clinical evaluation comment: based on the information provided, the events burns second degree and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events burns second degree and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] applied the thermacare patch directly on the skin [device use error], burns/ blisters [burns second degree], narrative: this is a spontaneous report from a contactable consumer reporting for his wife and from a contactable pharmacist. A 72-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot # ar5205, expiration date 31mar2022, on 01dec2019 for pain. The patient's medical history included blood sugar abnormal. Concomitant medication included metamizole magnesium (nolotil), unspecified pills for "hta," and unspecified pills for blood sugar. The patient had previously used thermacare heatwraps (many units on unspecified dates) and nothing had ever happened to her. The patient was burned on 01dec2019 while using a lumbar thermacare. The first patch used caused the burns. The burns were described as "when one burns with hot water" and blisters. They had applied the thermacare patch directly on the skin in the morning, just as they had been using it before (other thermacare boxes). The events were treated with betadine and an ointment to treat burns. On the afternoon of 03dec2019, the patient saw the doctor. According to the reporter, the doctor who saw them did not want to give them a report because the events clearly happened because of the patch, that it would be in poor condition or "we would have thrown more substances than we should." The patient had to go to the health center every day to get burn cures. It had not improved with the ointment and the betadine. The action taken with thermacare in response to the event was not reported. The outcome of the burns/ blisters was not recovered, the remaining event outcome was not reported. The reporter insisted that the unit was defective, and he wanted an investigation. The reporter commented that it could possibly be an incident in the manufacture of the product. The color of the box was red. The patient did not do exercise while using the product. The reporter did not want to return the affected unit for analysis because they did not want to run out of evidence to report. The reporter asked to cover all expenses and to compensate them for damages. Later, the pharmacist confirmed the patient's complaint and threats. Per the product quality complaint group: reasonably suggest device malfunction with severity of harm of s3. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "burns, blisters." The cause of the consumer receiving burns and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this complaint intake, triage and investigation (citi) customizable search, there is not a trend identified for the subclass of adverse event/serious/unknown. Refer to the attached 36 month trend chart attached lbh ae serious unknown 04dec2016 to 04dec2019. This investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-105746, complaint trending guidelines, effective dates 19nov2019 and 24feb2020. A notification of nonconformance was opened pr-5283193. This deviation will not change the conclusion of the investigation. Follow-up (11dec2019, 12dec2019, 16dec2019): new information reported from a contactable pharmacist includes event being medically confirmed, and from product quality complaint group includes information on malfunction and ranking for severity of harm. Follow-up (13dec2019): new information received from product quality complaint group includes: assessment summary. Follow-up (18dec2019): new information received from product quality complaint group includes: investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: medical history added. Follow-up (13feb2020): follow-up attempts are completed. No further information is expected. Follow-up (08oct2020): new information received from product quality complaint group includes: updated trend information. No follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports receiving "burns, blisters." The cause of the consumer receiving burns and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this complaint intake, triage and investigation (citi) customizable search, there is not a trend identified for the subclass of adverse event/serious/unknown. Refer to the attached 36 month trend chart attached lbh ae serious unknown 04dec2016 to 04dec2019. This investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from sop-105746, complaint trending guidelines, effective dates 19nov2019 and 24feb2020. A notification of nonconformance was opened pr-5283193. This deviation will not change the conclusion of the investigation.